Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the devices were displayed a pop-up message stating: ¿system configuration requires username, password, and domain.¿ a technical support specialist reinstalled remote support services (rss) version 4.12 to resolve the issue. The system was functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system configuration needed username, password and domain. The customer stated that they were unable to access the medication, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.